Manufacturer narrative:
Additional information/correction b5: per the additional information received from the customer clarified ¿there was nothing wrong with the disconnection¿. Therefore, upon further review it was determined the transfer set is no longer considered a suspect product in the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a connection issue between a minicap transfer set and the titanium adapter; further described as "difficulty during disconnection". This was observed when the nurse was disconnecting the transfer set from the titanium adapter. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.